Event description:
It was reported to the sales rep from the explanting doctor that an extra large composix kugel was implanted 4-5 years ago. The mesh was explanted due to an infection and fistula. It was reported that there was a piece of ring exposed. The mesh was discarded and the patient is stable following surgery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.